Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via solutions tracker that the customer had a high blood glucose level of 470 mg/dl few hours after the customer had changed the infusion set and ate. Customer treated with a correction bolus and checked the blood glucose few hours later, customer's blood glucose was 490 mg/dl. Customer changed out the infusion set and treated with an insulin injection. Customer mentioned the quick disconnect might be broken since the device had been dropped a few times. Customer will not be returning the device for analysis.